Event description:
It was reported that a pump malfunction occurred, identified by code malf 9. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, but the issue persisted. The customer opted to use multiple daily injections as a backup therapy.